Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a pvp for an l1 vertebral compression fracture on (B)(6) 2026. The medium size balloon was used and inflated with no problem, but after that, the balloon could not be removed from the working sleeve. The operation of inflation and deflation was performed following the recommended procedure. Eventually, the balloon was removed forcibly by the surgeon definition, but the tube of the part of the balloon shaft partially damaged. It was confirmed that there were no remains in the body by perspective. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.